Event description:
The customer reported that she had keypads anommaly and physical damage on the insulin pump. The patient's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer was advised that the insulin will be replaced and need to revert to backup plan. No further informtion was reported.

Manufacturer narrative:
The insulin pump had intermittent button response which was due to moisture damage keypad trace. There were minor scratches on the lcd window, a cracked case near the display window corners, the battery tube threads were cracked, a broken belt-clip slot, a cracked reservoir tube lip, a cracked reservoir tube, and the end cap sticker was missing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)